Manufacturer narrative:
Results: there was no visible damage to the penumbra smart coil (smart coil) without magnification. At high magnification, ripples could be seen on the friction lock of the introducer sheath where the mid-joint pet bump sat inside the friction lock. Conclusions: evaluation of the returned device confirmed that the smart coil was stuck inside the introducer sheath. In addition, during testing, the smart coil could not be advanced out of the introducer sheath. When a penumbra investigator attempted to forcefully advance the smart coil during investigation, the pusher assembly became severely kinked, and eventually fractured. After the pusher assembly fractured, the introducer sheath was roll-cut distal to the friction lock, and the proximal segments of the sheath and pusher assembly were removed. The distal segment of the fractured smart coil was advanced through the distal segment of the roll-cut introducer sheath without issue. The introducer sheath's friction lock was bonded on the mid -joint of the pusher assembly. The bonding of the introducer sheath likely contributed to the inability to advance the smart coil out of the introducer sheath. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the penumbra smart coil (smart coil) was stuck in its introducer sheath and the physician was unable to advance it out of the sheath. The physician did not use the smart coil in the procedure. The procedure continued using a new smart coil.